Event description:
During the procedure, it was noted that the tip of the catheter kinked even though no force was applied when inserting it into the sheath. It was also noted that when the tip of the catheter was touched, it broke. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fracture remains unknown.